Event description:
Reporter stated that caller from facility reported that unit had overfilled final containers. This was based on a source container on station 4 becoming empty when 9 final containers had been compounded; it was intended to fill 24 final containers and had volume enough to fill 26. Station 4 displays indicated that the programmed volume and delivered volume were the same for these 9 bags. Also, station 5 had 3 overdeliveries, but this was indicated on the volume delivered display and by e-30 alarms. These bags were not used, so there was no pt involvement. The user was advised not to use the unit, which was swapped out.